Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient presented with following pre-op diagnoses: l2-3 degenerative spondylolisthesis with diskogenic low back pain. For which, patient underwent following procedures: re-exploration of lumbar spine with removal of spine instrumentation. Partial l2 and l3 decompressive lumbar laminectomies with left facetectomy and diskectomy. L2-3 transforaminal interbody fusion using peek cage, bone morphogenic protein and locally harvested bone graft. L2-3 posterolateral fusion using titanium pedicle screw and rod instrumentation, bmp, calcium hydroxyapatite blocks and locally harvested bone graft. As per op-notes, ¿l2-3 disk was thoroughly removed; the disk space was measured using trial sizers. A rolled sponge containing bone morphogenic protein was placed in the anterior aspect of the disk space. An additional sponge was placed into a 12-mm peek cage. The cage was inserted into the interspace. The transverse processes of l2 and l3 as well as the lateral facet joint at l2 on the left and both l2 and l3 on the right were decorticated with air drill and carbide burs. Blocks of calcium hydroxyapatite were wrapped with 2 sponges containing bone morphogenic protein on each side. These were packed over the transverse processes spanning from l2 to l3 bilaterally. The remaining morcellated locally harvested bone graft was then packed over the bone graft blocks and bmp containing sponges. Patient tolerated the procedure well without any intraoperative complications.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.